Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was conflicting information as to if the ICD is exhibiting premature battery depletion or not. After further review, it was determined that the patient is experiencing essentially 100% atrial tachycardia/atrial fibrillation (at/af) at very high atrial rates. The ICD estimator tool can't fully account for this situation because it is using an ¿average¿ af situation. With these rates, the sensing amplitude is flipping on even more times than average causing increased current drain. Using these device parameters, the most recent device battery longevity prediction is within range of what would be expected. In addition, the battery voltage trend is normal. There is nothing out of the ordinary in terms of telemetry usage, number of charges, and parameters. The clinic may be noticing more of a change in the longevity estimate now because the device is transitioning from a parameter-based algorithm to the battery voltage-based algorithm which will better account for the expected increased current drain the fast a t/af is causing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.